Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. The abutment was removed during the same surgery. The patient was treated with oral antibiotic for 5 days (specific date not reported) and topical antibiotic (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on (B)(6), 2022.